Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient indicated the device never worked and was explanted 5 years ago. The patient called repeating event history regarding lack of therapeutic effect since implant. The patient reported they ended up having the device removed. They reported that they recently learned that the lead or part of the lead was left in their body after taking an x-ray. Patient services redirected the patient to follow up with managing physician to address questions about abandoned lead status and MRI eligibility. Notified prs of device removal via email.